Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. The proximal aortic neck diameter was 23mm and 20mm in length. The aneurysm was 100 mm in length. The right iliac artery was 30 mm and the left iliac was 45 mm in length. It was reported that on a follow up CT scan observed a proximal type I endoleak. The physician noted the potential cause for the type ia endoleak due to the angulated proximal neck. The physician speculated that the suprarenal stent was not adequately adhered to the vessel wall, due to the angulated neck. When angio was executed at index procedure, stiff wire was still inserted. After wire was removed, the vessel form might have changed, leading the device to be slightly migrate distally. An endurant 28x28x49 extension was implanted followed by touch-up using a reliant balloon catheter and the endoleak was resolved. The balloon was inflated fully in the graft fabric. It was noted that when the balloon was inflated it ruptured and it was replaced with backup balloon. The balloon was only inflated one time. The physician did not do anything different leading to the balloon burst. The physician was operating the balloon as usual and it was ballooned with normal pressures within the stent graft. There was no stent graft movement during balloon inflation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).